Manufacturer narrative:
Further info has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that while the ventilator was connected to a patient, it started alarming for high pressure. Despite interventions by clinical staff no change was noticed the ventilator was replaced with another one and later an oscillator was used. There was no pt harm. (B)(4).